Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Zaidat oo, mueller-kronast nh, hassan ae, et al. Impact of balloon guide catheter use on clinical and angiographic outcomes in the stratis stroke thrombectomy registry. Stroke. 2019;50(3):697-704. Doi:10.1161/strokeaha.118.021126 medtronic received a literature article pertaining to a study aimed to assess stratis (systematic evaluation of patients treated with neurothrombectomy devices for acute ischemic stroke). The study contained 445 patients, 225 male, average age of 68.5 years old. The patients had large vessel occlusion treated with the solitaire stent retriever. There were 6 patients that experienced symptomatic intracranial hemorrhage. Class 3 mtici was seen in 56 patients, 2b in 276 patients, and 2a in 28 patients. A rescue device used in 36 patients, and vessel cutoff in downstream territory was seen in 191 patients. Emboli formed in new territory in 4 patients.